Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury. (B)(4). The distributor performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: ¿replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months.¿ in engineering evaluation, the stuck diaphragm has been able to be reproduced by: (1) a hard impact, such as dropping the flow sensor, or by (2) sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported, the unit alarmed 'vt compensation off' during the preoperative checkout. There was no report of patient involvement.